Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. The up arrow and down arrow button key contacts were found to be misaligned.

Manufacturer narrative:
(B)(4), the device history record was reviewed on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A distributor reported that the up arrow keypad button is unresponsive.